Manufacturer narrative:
Based on the account we have received, this seems to be a case of improper loading of the iol in the cartridge, with subsequent damage to the iol during the injection process. Since the damaged iol was removed without enlarging the incision, with an unremarkable implantation of another iol, this case seems not to have added any injury to the pt. Conclusion: lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly and that the quality of the lens is not at fault. After having carried out a detailed investigation of the lens in question, lenstec concludes that the event was not caused by the lens design. The type of defect observed during the investigation most commonly occurs when the lens is improperly placed in the cartridge and the trailing haptic is caught between the cartridge and the silicone cushion during injection process; or if the trailing haptic is trapped between the two flaps of the cartridge whilst loading the lens. This confirms the info provided by the sales representative who witnessed the surgery. In order to minimize such defects, lenstec provides with each lens an instruction for use which indicates the correct method for implantation using the injection technique and advises the user to follow these instructions. Lenstec has conducted extensive testing on the lens model in question and on lenstec's cartridge/injector system. The lenses and instruments used are compatible and meet international requirements ((B)(4)) for performance testing. Lenstec wishes to thank you for bringing this complaint to our attention, and assure you of our continuing attention to producing high quality products. It would be greatly appreciated if you forward this report to the surgeon. We now consider this complain closed.

Event description:
A single pt was involved in the incident. The pt's pre-existing history is not available. Account from independent sales rep present during this surgery: the lens was injected into the eye, and it was missing a small piece of the trailing haptic. Surgeon then removed the lens from the eye. Did not enlarge the incision, and implanted a second softec hd lens successfully. No sutures required. Rep believes damaged during loading by scrub tech. Current prognosis: "nothing out of the ordinary based on day 1 post-op visit and week 1 post-op visit. Pt to have fellow eye implanted with softec hd iol" based on feedback from practice manager for dr. Hiss.